Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein everything was explanted.

Manufacturer narrative:
Sc-1200 sn: (B)(6). Device evalutation indicated that the ipg passed the functional test and revealed no anomalies. Sc-2408-56 sn: (B)(6). Device evaluation indicated that the leads werecut during the explant procedure. X-ray inspection found no other anomalies except the intentional cut. Sc-4319 lot number 23099146. Device evaluation indicated that the clik anchor passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein everything was explanted.

Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5115723/5125358, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-4319, serial number: n/a, batch/lot number: 23099146, model/catalog description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein everything was explanted.